Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, drawer did not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the drawers did not open after attempting to issue. The technical support specialist had the customer log out completely of the cubex application and then log back in. The customer was able to issue medication. The case was closed. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, drawer did not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.